Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose was 300 mg/dl. The customer was treated with manual injection. The customer reported the alarm was resolved by an infusion set change. The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 300 mg/dl. The customer was treated with manual injection. The customer did not reported an e70 alarm. The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 300 mg/dl. The customer was treated with manual injection. The customer was advised that the possible cause of alarm is during seating the force sensor didn't detect the reservoir. After the troubleshooting was done, customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced.